Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was most likely due to misalignment when drilling or positioning the g7 screw hole. However, the root cause of the event could not be confirmed.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the screw would not fully seat into the acetabular cup. Competitor screws were utilized to complete the procedure.